Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 335 mg/dl. The customer stated that they had the pump on suspend when it happened. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm observed during testing. Cracks to the case, battery tube threads, reservoir tube lip, belt clip slot and display window noted.